Event description:
The device will not be returned for evaluation. The catheter was zeroed prior to insertion. The catheter initially functioned as desired, however some hours later error message were displayed "e01, e06, and e08". The intracranial pressure monitoring was discontinued. No pt injury was reported.